Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product and therapy dates: tsvm4b8, imp,tsv,mcol mg,4.1mm,8mm, lot number: 1258268.

Event description:
It was reported that the implants were removed due to infection. Pain and inflammation were reported as a result of the vent. Sites were regenerated and new implants will be placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the tsv4b11 is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A complaint history review by item number was conducted for the tsv4b11 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: : infection. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.